Manufacturer narrative:
A review of the device's manufacturing records was completed, including batch history and device history; there were no deviations or non-conformities associated with the reported event. Nevro is awaiting the return of the device. The affected leads are unknown; however, given the lack of information, the most recent implants will be used. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient underwent a revision procedure due to discomfort caused by an orphaned lead. During the revision, a fractured lead was also identified. A medical assessment regarding the nature of the reported issue was not available. The device was removed, and no further complications have been reported.

Manufacturer narrative:
Updated sections: d9, g3, h2, h3, h6 - device code, type of investigation, investigation findings, investigation conclusions. The lead was returned and analyzed. Visual inspection of the returned lead did not find evidence of a fracture, but the lead was damaged at the distal end e2 contact. The lead was further analyzed under an optical microscope, which confirmed these findings. Review of the device's diagnostic data also showed there was evidence of physical damage to due high impedances around e1 and e2. The exact root cause of this damage could not be conclusively determined, but some sort of external force was likely applied to the lead causing it to become deformed and damaged. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.